Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (mg/dl). It was indicated that the customer had manual injections available for alternate insulin therapy.

Manufacturer narrative:
Brand name, common device name.

Event description:
The customer's blood glucose level was 358 mg/dl.